Manufacturer narrative:
Follow up 22-jun-2015: follow up attempt without answer (letter returned undeliverable). No new information was provided. Follow up 28-jul-2015: hcp follow up letter returned to sender and no new information was provided. Case closed. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion inserts) implanted. However, during insertion, the outer plastic catheter released with micro insert. This event, interpreted as device breakage, is non-serious and was considered listed upon receipt of the product technical analysis. Single cases have been reported of essure breakage. In this particular case, the device breakage occurred during insertion. The physician had to remove it but polyethylene terephthalate (pet) fibers remained in the tube. A second essure insert was used and bilateral placement was achieved. Considering the nature of device breakage, the positive temporal relationship and lack of alternative explanations, the event of device breakage is considered related to essure. This case was regarded as other reportable incident as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additional non-serious events were reported. The product technical analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report as neither a quality defect was confirmed nor an adverse event was reported at this point in time.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, lot number c18708. The outer plastic catheter released with micro insert. The physician had to use a second device. P.e.t. Remained in tube. Bilateral placement was achieved. Ptc investigation result received on (B)(6) 2015 ptc global number (B)(4) final assessment failure mode/mechanism the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment this ptc was initiated due to a product quality issue in the context of a difficult device insertion. The ae case refers also to a usability issue. However, no adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. At this point in time no adverse events have been reported therefore a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report as neither a quality defect was confirmed nor an adverse event was reported at this point in time. Follow-up information received on (B)(6) 2015 pregnancy was denied. Essure was inserted for contraception. When physician was doing insertion, the outer plastic released with micro- insert .the hcp went in with grasper and removed the coil and the outer plastic. However, the pet fibers remained in patient's left tube. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion inserts) implanted. However, during insertion, the outer plastic catheter released with micro insert. This event, interpreted as device breakage, is non-serious and was considered listed upon receipt of the product technical analysis. Single cases have been reported of essure breakage. In this particular case, the device breakage occurred during insertion. The physician had to remove it but polyethylene terephthalate (pet) fibers remained in the tube. A second essure insert was used and bilateral placement was achieved. Considering the nature of device breakage, the positive temporal relationship and lack of alternative explanations, the event of device breakage is considered related to essure. This case was regarded as other reportable incident as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additional non-serious events were reported. The product technical analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report as neither a quality defect was confirmed nor an adverse event was reported at this point in time. Further information is expected.